Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer found that when the auxiliary cabinet was detected, it would not power on, reconnected all drawers and applied electrical tape to the area where the pyxibus cable was contacting the metal backplate of the drawers. After completing these steps, the station booted successfully with all drawers connected. All auxiliary drawers were tested in hardware test application (hta) and confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station had no power, after reboot the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.